Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and made sure the unit autofilled and pumped. The logs were checked for alarms, and none were seen. The fse checked the helium bottle and seal, and adjusted the helium bottle and replaced the seal as a precautionary measure to make sure there was a proper seal to the bottle connection. The fse advise the customer to operate the iabp over the weekend. The fse arrived monday morning, to see that the iabp unit was still pumping without an issue, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a "helium leak". It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.